Manufacturer narrative:
Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the three cannula was leaking from the site. Event was occurred on 04/03/2024, 04/05/2024 and 04/07/2024. High blood glucose level was 303 mg/dl. No further information was available.